Event description:
It was reported that during the procedure in the mildly calcified and tortuous right internal carotid artery, the rx acculink stent jumped during deployment and only partially covered the lesion. A second rx acculink stent was implanted to fully cover the lesion. There was no additional adverse patient effect and no clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product used during the procedure was not returned which could have aided in the determination of the cause. Inaccurate stent delivery may be a result of, but is not limited to, patient vessel geometry or vessel diameter which could have been larger than the stent, when the stent does not appose the vessel wall when the stent is fully deployed, inadvertent movement of the handle during deployment, or if positioning of the stent prior to deployment was not optimal. Furthermore, as per acculink instruction for use, stent deployment caution notes that prior to stent deployment, remove all slack from the delivery system. A review of manufacturing records did not produce any findings relevant to this report. A query of the complaint handling database revealed no other incidents with this part and lot number combination. There is no indication of a lot specific product quality deficiency.